Event description:
A cold biopsy was taken of the antrum by dr. The biopsy specimen was noted to be approx 1 cm. Small amount of bleeding at the biopsy site. Endo clips were used to achieve hemostasis. Stat CT shows no evidence of intraperitoneal air.